Event description:
The thunderbeat was being used in a laparoscopic case and it made a noise, which indicated it was not cutting/cauterizing properly. Connections were checked and it started functioning. Afterwards, the scrub noticed one of the jaws was missing on the thunderbeat while it was still in the patient. It was withdrawn and the staff searched in the abdomen until they found the missing piece.